Manufacturer narrative:
It is unknown at this time if the device will be returned for evaluation. If the device should return an evaluation will be conducted.

Event description:
It was reported that 15 minutes into the meniscus repair the t2 did not advanced. The same backup was available. There was a brief 2 minute delay. No patient injury or complications reported.

Manufacturer narrative:
The device was received. This device was used for a ¿meniscal repair¿ procedure. The device is used. T1, t2 and suture were not returned. Functional test reveals that the device cycles and actuates properly. Since the device is in good condition, it is not apparent what happened with this particular device. Root cause for the complaint that t1 failed to deploy is unknown and can be neither confirmed nor disproved. No further investigation warranted.